Event description:
It was reported that, "it was reported as a result of a legal claim that, the pt underwent hip replacement surgery on (B) (6) 2007; which required early revision of the implant that was recalled."

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs dept. No additional info is available at this time. The devices are not available due to the ongoing litigation.